Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited inappropriate shock during a nerve stimulation procedure. Technical services (ts) reviewed and stated to check the device post implant to make sure the device was not oversensing the stimulator. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested, and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited inappropriate shock during a nerve stimulation procedure. Technical services (ts) reviewed and stated to check the device post implant to make sure the device was not oversensing the stimulator. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted due to normal battery depletion.